Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported a discordant, falsely elevated cardiac troponin I (tni) patient result was obtained on the dimension xpand plus system. Siemens is investigating the event.

Event description:
A discordant, elevated cardiac troponin I (ctni) result was obtained on a patient sample on the dimension xpand plus system. The discrepant result was not reported to the physician. The same sample was repeated on the same instrument and an alternate dimension system on the same date where a lower correct result was obtained and reported. There was no known impact on patient treatment or care and no alleged patient harm due to the discordant elevated ctni result.

Manufacturer narrative:
Original MDR (B)(6) 2018. Additional information (24-sep-2018): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, elevated cardiac troponin I (ctni) result. Hsc has reviewed the instrument data log files provided. The sample ID of the patient in question is (B)(6).the data log files are consistent with a sample integrity issue during the original run of this sample. Preventive maintenance has been performed on this instrument. The system check passed and quality control was in range. The cause is unknown. There is no evidence of a product nonconformance. The device is performing within specifications. Section h6 has been updated to reflect the hsc investigation.